Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited as vs vf markers with the first vs lining up with the p-wave. Atrial sensitivity is programmed to least, and sometimes the device is not marking atrial events when the patient is in atrial fibrillation. R-waves are 3.3 mv, pacing thresholds are 2.8 @1.5 v in the ventricle. A guidant technical services representative discussed the possibility that the ventricular lead may have dislodged.